Manufacturer narrative:
(B)(4). The actual complaint product was not returned for eval. Retained product from the same lot was evaluated and all testing was found to be within specification. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the mfg process with related to the nature of the complaint. The root cause could not be determined. Internal control number: (B)(4).

Event description:
This complaint involves a report from the (B)(4) that a consumer experienced pain and redness in their right eye. The consumer went to the emergency room and had corneal abscess (ulcer) associated with the fusarium organism. The lens care product and lenses were also sent in for bacteriological cultures; results unspecified. The consumer was treated with antifungal agents. Additional info has been requested but not yet received.